Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no patient impact" (no consequences or impact to patient). Product problem(s): "doctor settings reverted to default settings" (device operates differently expected). A biomedical engineer reported at the beginning of the procedure the doctor's settings reverted back to the default settings. No patient harm was reported. Additional information from the engineer revealed he did not know exactly when the event occurred during the surgery or which parameters were used. This was an isolated case.